Event description:
Meter was reading inaccurately erratic. Reported blood glucose results of 300 mg/dl and 50 mg/dl with the lifescan meter, performed within 10 minutes of each other. Pt did not experience any symptoms of high or low blood glucose levels during the time of testing. Pt visited a clinic to have a blood glucose test and a result of 136 mg/dl was obtained on the clinic's meter. No treatment was received. The pt also reported that pt was admitted to the hosp for 1 week and treated for hyperglycemia with insulin; however, the incident occurred 1 year ago and pt was unable to provide any specific info. The customer care rep was unable to walk the pt through quality control testing, as the control solution had expired. The meter and control solution were replaced.